Manufacturer narrative:
Patient identifier - unknown. Age & date of birth - unknown. Patient sex - unknown. Weight - unknown. Ethnicity - unknown. Race - unknown. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Contact name - unknown. Address - unknown. Telephone number - unknown. Health professional - unknown. Occupation -unknown. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
A maude database search conducted on 30 aug 2022 found a maude report number mw5111200. The event description states: a 6f pinnacle sheath was placed in the patient's right femoral artery and the physician was trying to insert the boston scientific 5f expo williams catheter in the sheath. The physician was having issues with the engaging the artery and was having to twist to get the catheter engaged. When they panned out to look at the arteries the catheter was kinked right outside the sheath and inside the artery. When the physician tried to pull the catheter out it wouldn't come out. He didn't want to cause harm to patient, so he left in and consulted a cardiovascular (cv) surgeon. The cardiovascular (cv) surgeon was able to remove in the operating room. Route: intra-arterial. Diagnosis for use: stemi. FDA safety report ID# (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not returned for evaluation. The exact root cause cannot be determined. The likely root cause is the catheter was kinked that the kink prevented it from being removed from the ik sheath. The device history record (DHR) could not be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).